Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve leak issue occurred. Blood leakage in the hemostatic valve. It was reported that during the procedure, blood leakage was found in the hemostatic valve. A new device was used to complete the surgery and there was no patient injury to report. The event was assessed as MDR reportable for a hemostatic valve leak issue.

Manufacturer narrative:
The investigation was completed on 20-jul-2022. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 00001898 and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).